Event description:
User opened the packaging of a pre-filled saline syringe and found a dead insect in the tube barrel. Supply personnel also did a visual inspection on material and found specks of dirt in various syringes. Reported on 0.5cc saline syringe that a dead insect was found in the tube barrel. Supply personnel conducted a visual inspection on all sizes of the saline syringes and found specks of dirt in both sizes 0.5cc and 2.5cc.